Manufacturer narrative:
The pipeline flex device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pipeline flex device did not open during the procedure. The patient was undergoing embolization treatment of a small unruptured saccular aneurysm located in cavernous sinus measuring 4.3mmx6mm, landing zone distal 3.4, proximal 4.2. It was reported that pipeline was placed in a bend. The pipeline was resheathed and removed with the microcatheter. The pipeline was re-sheathed more than two times. Vessel tortuosity was described as severe. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex braid was returned for evaluation without the pushwire as it was likely discarded; within its inner pouch; inside of a sealed bio-hazard bag and a shipping box. When compared to the drawing the pipeline flex braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline flex braid appeared fully opened with moderately frayed at both ends. No other anomalies were observed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were not any patient symptoms or complications associated with this event. Dapt (dual antiplatelet treatment) was administered. No patient injury was reported. The post procedure angiographic result shows slow blood flow. The vessel was moderately tortuous. The pipeline and any accessory devices were prepared as indicated in the IFU. Replace the new dense mesh stent and treatment completed.